Event description:
A user facility biomedical technician (biomed) reported that a blood pump rotor tubing guide from a 2008t hemodialysis (hd) machine came off during a patient¿s treatment and cut the blood tubing. Additional details were provided upon follow-up with the biomed and the facility¿s clinical manager (cm). Approximately two hours into the hd treatment, an air detector alarm went off. The operator noticed blood dripping from the blood pump rotor. The lines were clamped and the patient's treatment was stopped. When the bloodline was removed from the blood pump, a visible slice was noted on the tubing. This damage was not on the bloodline when it was inspected prior to use. The patient's blood was not returned, and the event resulted in an estimated blood loss (ebl) of 300 ml. The patient completed their treatment after being re-setup with new supplies on a different machine. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine in use when the leak occurred was removed from the treatment floor for evaluation. During evaluation of the machine, the biomed discovered that one of the rotor pins was missing a plastic cover (it had fallen off). The biomed replaced the blood pump rotor and the machine was returned to service. The damaged part is not expected to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood pump rotor tubing guide from a 2008t hemodialysis (hd) machine came off during a patient¿s treatment and cut the blood tubing. Additional details were provided upon follow-up with the biomed and the facility¿s clinical manager (cm). Approximately two hours into the hd treatment, an air detector alarm went off. The operator noticed blood dripping from the blood pump rotor. The lines were clamped and the patient's treatment was stopped. When the bloodline was removed from the blood pump, a visible slice was noted on the tubing. This damage was not on the bloodline when it was inspected prior to use. The patient's blood was not returned, and the event resulted in an estimated blood loss (ebl) of 300 ml. The patient completed their treatment after being re-setup with new supplies on a different machine. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The machine in use when the leak occurred was removed from the treatment floor for evaluation. During evaluation of the machine, the biomed discovered that one of the rotor pins was missing a plastic cover (it had fallen off). The biomed replaced the blood pump rotor and the machine was returned to service. The damaged part is not expected to be returned for evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem had occurred and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.